Event description:
It was reported to minimed that the customer experienced a discrepancy between the sensor glucose and blood glucose value, hyperglycemia that persisted for more than four (4) hours, diabetic ketoacidosis, loss of consciousness, a coma lasting 7 weeks, feeling sick/unwell, fatigue/weakness, and vomiting. The customer stated that the hyperglycemia was treated with intravenous (IV) insulin drip, insulin pump, an emergency room (ER) visit, and hospitalization. Additionally, the customer was diagnosed with diabetic ketoacidosis (dka), experienced a coma, loss of consciousness, fatigue/weakness, feeling sick/unwell, and vomiting, all of which required hospitalization. The blood glucose value was 1400 mg/dl at the time of event. The event involved product(s) mmt-332a, mmt-1884, mmt-397a and unk_sensor. Troubleshooting was performed and, it was found that customer was using the insulin pump system within 48 hours of the reported event and the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Troubleshooting was not performed for discrepancy between the sensor glucose and blood glucose value, but it was determined that the discrepancy between the sensor glucose value of 150 mg/dl and the corresponding blood glucose value of 1400 mg/dl exceeded the acceptable range. No product return is required for mmt-332a, mmt-397a and unk_sensor. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.